Event description:
It was reported that the customer dropped the pump and was no longer responsive. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.